Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that this is the second time they have had a surgery and problems occurred. The patient stated they can't feel anything in the vagina area only in their legs which can't turn up very much because patient has nerve damage in left leg. Troubleshooting taken involved reprogramming of the device but the patient said nothing changed. The patient believed the surgery is the root cause of the issue. The patient believes its high technology equipment in the operating room is the issue as this is the second time this has happened. Reprogramming of the device did not help. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had nerve root exploration surgery on (B)(6). They had their implantable device shut off during the surgery however are concerned that ever since the surgery something may have gone haywire with their device or therapy. The patient has had episodes of urinary incontinence twice since the surgery and previously they had not had any because the device had been working so well for them. Patient stated the surgeon cut down in their lower back area and scraped the sciatic nerve because there was scar tissue on the nerve root. Therapy is on and patient can feel it but if they try increasing amplitude above 0.9 they cannot feel anything in their vagina and it feels really weird and not right. Recommended patient follow up with healthcare professional (hcp) to discuss therapy concerns and possible device check.